Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations not replicated nor confirmed the customer complaint. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument jaws opened and closed properly. The clip test was done three times in different positions and passed each time. The instrument was fully functional.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the small clip applier clip closed automatically without any manual action. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The issue occurred prior to clip application with the instrument inside the patient. There was no injury. There was no attempt to clamp on vessel or tissue bundle.